Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The analyst noted the helix testing could not be performed due to lead condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a pacing lead the helix would not rotate. Repositioning was attempted several times but the issue remained. The lead was explanted and replaced. No patient complications have been reported as a result of this event.